Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2023-08511. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This event was determined to be supplemental information to manufacturer report number 2916596-2023-08511.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heartmate ii exchange.